Event description:
A user facility submitted a repair request to the olympus service center, for the evis exera ii ultrasound gastrovideoscope failed leak testing (bubbles coming out from biospy channel) during reprocessing. Upon inspection and testing of the customer returned device, the scope adhesive peels off or cracked, and the scope acoustic lens surface was damaged, and gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion part/distal and biopsy channel leaking, bending section rubber protruded, bending tube, and metal braid deformed, up/down knob cracked, and probe unit dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Initial reporter name and address was inadvertently included on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to handling by the user. The event can be detected/prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.